Event description:
It was reported that there were floating particles in a large volume infusor device. The device was reportedly compounded with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from december 12, 2014 to december 13, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed white particulate matter approximately 0.30 square mm in size, floating in fluid of the reservoir. Fourier transform infrared spectroscopy identified the particles to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.